Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was solution leaking by the cassette door of a homechoice (hc) device. The registered nurse (rn) stated the home patient (hp) had forced the door open and something had happened; solution had been leaking out of the hc. The hp did not notice any damage to the cassette when removing it from the hc, but had noticed the patient line was wet during prime. The hp had not been able to specify if the solution had leaked from the tip of the line; however they had not seen any holes or damage to the cassette or cassette tubing. The hp stated they saw a little puddle under the hc door; the hc had not displayed an alarm. The hc was swapped and the hp has had no issues since receiving the new hc. There was no patient injury or medical intervention associated with this event.